Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on april 14, 2010 alleging inaccurate high readings on their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. On an unspecified time and date, pt obtained a 360 mg/dl on their lfs meter; however, at the time of testing, it is unk whether the pt exhibited symptoms at the time of testing. Greater than 30 minute later (on the morning of (B) (6), 2010 and again on (B) (6), 2010), the pt was tested in the ER; however, the pt does not recall the readings and was treated with IV fluids on (B) (6), 2010. Meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, time and date of the 360 mg/dl, whether the pt exhibited any symptoms, why the pt went to the ER on (B) (6), 2010 and, results on the ER meter on (B) (6), 2010, and again on (B) (6), 2010. The complaint is being reported since the pt alleged that due to the high readings, he had to go to the ER and was treated with IV fluids.